Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment and the clip being deployed on one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip was attempted to be placed in an a3/p3 position. Although grasping was successful, the attempts resulted in a new eccentric mr jet or no mr reduction. The position was changed to a2/p2, but the clip became entangled in the chordae and could not be freed without force. Therefore, the clip was deployed with confirmed posterior mitral leaflet (pml) insertion and possible anterior mitral leaflet insertion (aml). After deployment, the clip was stable. After removal of the clip delivery system, it was noted on the echocardiogram that the clip was attached to the pml and only the chordae on the anterior side. The aml was not inserted. In addition, it was suspected there might be a small tear in the aml. A second clip was implanted medial of the first clip for stabilization. The mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of the device in the chordae appears to be related to patient conditions (bi-leaflet prolapse). The suspected leaflet tear and foreign body in patient (clip being deployed only on one leaflet) appear to be due to the procedural circumstances associated with the clip becoming caught in the anatomy. Tissue damage is a known possible complication associated with mitraclip procedures. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
N/a.